Event description:
It was reported that during a transfemoral procedure, the physician experienced difficulty advancing the device through the iliac artery into the aorta. Upon reaching the target location, increased resistance was encountered during the deployment sequence. The device failed to deploy, and the deployment lever became damaged when additional force was applied. The physician subsequently attempted to deploy the stent on the back table; however, deployment was unsuccessful. The procedure was completed using a competitor stent (acculink), which was successfully deployed. No patient injury or adverse clinical outcome was reported.

Manufacturer narrative:
This MDR is submitted retrospectively following an FDA inspection of inspiremd, inc. (Fei# 3032814119) concluded on june 18, 2026, during which a form FDA 483 was issued citing failure to submit mdrs within 30 calendar days, in accordance with 21 cfr part 803. Inspectional feedback also clarified expectations for initiating mdrs for adverse events, including device malfunctions. In parallel, inspiremd's recall identified a delivery system issue in the cguard® prime carotid stent system related to deployment resistance, which under certain conditions may result in failure to deploy or incomplete lesion coverage. The events described herein involve device malfunctions during procedures that were not previously reported within required timelines per internal operating procedures. In response, inspiremd conducted a retrospective review of complaints associated with deployment resistance. Events previously deemed non-reportable were reassessed using expanded reportability criteria communicated during the inspection and were determined to be reportable regardless of clinical outcome or confirmed causality. This report is submitted outside the 30-day timeframe due to identification of reportability following the inspection (june 18, 2026). This submission is part of corrective actions to address the observation, strengthen MDR processes, and enhance regulatory compliance. Device investigation: investigations confirmed the device met all manufacturing specifications, with no malfunction or nonconformance identified. The procedure was completed using a competitor stent, and no patient harm or adverse clinical outcome was reported. An investigation was initiated to identify the underlying failure mode(s) associated with delivery system deployment complications which may result in high resistance or inability to deploy the stent. A related product recall (recall no. Z-2330-2026) was initiated on may 01, 2026 affecting all 135cm carotid stent systems. However, this event occurred prior to the initiation of the recall activities. All findings and resulting actions will be documented in accordance with established quality system procedures, and updates will be submitted as required.